Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with lines through the lcd screen was confirmed during product evaluation. The root cause was determined to be a faulty main display. The main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with lines through the liquid crystal display screen. This condition had the potential to interrupt delivery. This condition was found in the "general pt ward" upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.